Event description:
During a procedure to close an esophageal fistula, the physician used a cook disposable hemostasis clip. The fistula was very tough and fibrous which caused the housing of the clip to crack and the prong of the clip to separate from the rest of the clip. The physician retrieved both the prong and the clip with forceps and the procedure was completed. The separated pieces of the device were retrieved endoscopically with forceps during the same procedure. Several attempts were made in an attempt to collect add'l info regarding pt impact and product usage. The complainant did not specify if the pt experienced any adverse effects or required add'l medical procedures due to this event.

Manufacturer narrative:
Eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. One product from the lot number said to be involved remained in finished goods inventory when this report was received. The product was returned to the approved clip supplier for eval. All clip components including the slots of the housing were inspected under magnification and verified to meet spec. Damage was not observed. The clip opened, closed and rotated properly, meeting all mfg specs. No other observations were made. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: we are unable to determine a definitive cause for the report because the product said to be involved could not be evaluated. The unused product evaluated functioned as intended. Prior to distribution, all disposable hemostasis clips are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. This report represents an unusual occurrence. Qa will continue to monitor for complaint trends.